Event description:
It was reported to philips the device alarmed low leak co2 rebreathing risk. There was no patient involvement or harm. This event was reported to have been observed during servicing. There was no delay to therapy. The philips field service engineer (fse) observed the alarm. The fse verified the exhalation device was installed in the test circuit and the exhalation port was not occluded. Following the evaluation of the device, the fse replaced the fan guard, filter, and retainer to resolve the problem. The unit was then functionally tested and successfully passed specified tests. No other abnormality was observed. Based on the information provided and service performed, the customer's alleged malfunction was confirmed to have failed to meet specifications.

Manufacturer narrative:
Following the evaluation of the device, the fse confirmed the error code 1203 - low leak c02 rebreathing risk and replaced the fan guard, filter, retainer because it was found to be missing and the flow sensor assembly to resolve the problem. The unit was then functionally tested and successfully passed specified tests. No other abnormality was observed.

Manufacturer narrative:
The flow sensor was returned to failure investigation. A component on the flow sensor created the low leak-co2 rebreathing risk (e/c 1203).